Event description:
Device malfunction: none. Symptoms/ae: stent deployed outside of the target lesion. Time of symptoms/ae: during the procedure. It was reported that during a stent placement procedure in a heavily calcified tortuous 99% stenosed internal carotid artery, the stent moved forward during deployment. A second stent was required to cover the full length of the lesion. The physician believes that the stent migrated due to the vessel tortuosity. Though requested, no add'l info was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device info. Study event; the device remains implanted in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.